Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/21/2016. The fse found that the diluter 3 card was faulty and was not allowing pinch valve vl59 to be actuated. The fse replaced the diluent 3 card, which repaired the leak, the failing backgrounds and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The instrument was generating aspiration errors and failing differential backgrounds when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.